Manufacturer narrative:
Evaluation: results: visual inspection of the returned product found the lens optic torn into two pieces, with a piece torn off and missing. There was evidence of clear surgical residue. Conclusion: based on the complaint history and the evaluation of the returned product, the root cause of the event has been determined to be due to user error. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated the surgeon inserted a cc4204a collamer single piece lens and the lens tore. The lens was removed with no patient injury, no enlarged incision or sutures. The reporter stated that technician had a problem loading the lens into the cartridge and the cause of the torn lens was due to a loading error.